Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A surgical procedure was scheduled to replace the balloon for a component with higher pressure. There were no further patient complications reported.